Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the device appeared to be shorter than expected. The target lesion was in the common bile duct (cbd). A trapezoid rx lithotripter basket had been advanced into the patient. At an unspecified time during the procedure, the device "did not look like the right size." The device was removed, and it was "measured to be 4cm long and it is supposed to be 6 cm long". The procedure was completed with an unspecified type of non-bsc device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis; the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.